Event description:
Reportedly, during pt use, the ventilator did not recognize the power pac battery when it was unplugged from ac power source. "Switched to backup battery" and "backup battery failure" alarms occurred; however the ventilator did not stop delivering breaths. The pt was manually ventilated before being transferred to another ventilator. There were no adverse pt effects reported.